Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted into the hospital for hemolysis. The patient¿s lactate dehydrogenase (ldh) was 453 u/l and increased to 660 u/l. The patient was started on heparin and integrilin, and the patient¿s ldh level decreased to 298 u/l. The patient was discharged on (B)(6) 2015 when his ldh levels went back down into the 200''s u/l. The patient has had no further issues at this time. The patient¿s ldh levels will be monitored through weekly outpatient labs. It was reported that it is their protocol to treat an elevated ldh that is 2x the patient''s baseline.

Manufacturer narrative:
A specific cause for the patient''s hemolysis could not be determined through this evaluation. The patient remains ongoing on vad support, and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. The instructions for use list hemolysis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.